Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was no image displayed. In addition, the following non-reportable malfunctions were found during the device evaluation: battery has expired. Based on the results of the investigation the issue was due to faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the visera video system center video connector had poor contact, resulting in stripes in the image or screen blackouts. The intended laparoscopic procedure was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.